Event description:
Healthcare professional reported for left side, "capsular contracture baker grade iii, pain, malposition, asymmetry, palpability/visibility and bilateral hypertrophic scarring." Physician reported "bilateral exchange of textured breast implants due to the patient¿s concern with the product." Physician reported a non-device related event as follows, "for the past 2 1/2 years patient had been experiencing a rash located all over body and on chest in the sun baring areas. The rash was red, itchy, and burned" and "the rash has started to clear up" since implants have been removed. The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, wear abrasion, deformation and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported for left side, "capsular contracture baker grade iii, pain, malposition, asymmetry, palpability/visibility and bilateral hypertrophic scarring." Physician reported "bilateral exchange of textured breast implants due to the patient¿s concern with the product." Physician reported a non-device related event as follows, "for the past 2 1/2 years patient had been experiencing a rash located all over body and on chest in the sun baring areas. The rash was red, itchy, and burned" and "the rash has started to clear up" since implants have been removed. The device has been explanted and replaced.